Event description:
Information received indicates the head section was stuck in the 60 degree position and would not lower.

Manufacturer narrative:
The technician replaced the gas spring to resolve the issue.